Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable elecsys cea assay (cea) result for a patient sample on the cobas 6000 e 601 module. The initial cea result was 0.77 ng/ml and the repeat result was 112 ng/ml. The sample was rerun with a result of 112 ng/ml. There were no erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The cea reagent lot number was 218910. The expiration date was not provided. The analyzer performance testing performed by the customer was acceptable.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.